Manufacturer narrative:
Product complaint # (B)(4). Additional h3 device evaluation summary: one empty open foil and one needle-suture piece of product code cc102, lot ac2911 were received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle appears to be by the use of a surgical instrument could be observed. The suture piece was examined, body fluid along of suture were found and the end present fraying suture and elongation. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2019 and suture was used. During use, the suture shredded and broke. No adverse patient consequences were reported.